Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022). Device not returned.

Event description:
It was reported that during a stent placement procedure in the common illiac, the proximal marker of the stent was allegedly totally not visible. The procedure was completed using the same device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the common iliac artery via common femoral, the proximal marker of the stent and the struts were allegedly not visible. The stent was released, but it deployed 2cm into the aorta. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system or the stent implant were not available for evaluation. Provided images demonstrate patient treatment with poor resolution; the delivery system including undeployed stent is visible inside the patient; the proximal sheath marker and both stent ends are visible. Further image demonstrates a deployed competitor stent with radiopaque markers; however, the stent body is not visible because of poor resolution; on this image the lifestent is not visible. Note: the lifestent xl stent does not have any radiopaque markers on its ends. A misplacement cannot be confirmed based on the images. The alleged issue cannot be re produced which leads to inconclusive evaluation result. The image quality is poor, so that the two different stents are not clearly visible. In addition, the lifestent xl does not have any radiopaque markers per its design. There might have a wrong customers expectation. Based on the information available the investigation is inconclusive for both alleged issue, poor visibility, and misplacement. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Regarding correct stent deployment the instructions for use states: "verify that the distal and proximal stent ends are distal and proximal to the target lesion. (¿) maintain position of the distal and proximal stent ends relative to the target site." And "to ensure correctly deployed stent length, fluoroscopically monitor the distal stent end initially until wall apposition then monitor the delivery system proximal radiopaque marker relative to the proximal edge of the target site." The instructions for use includes sketches of the delivery system and stent with explanation. The delivery system has a sheath marker proximal of the stent, however, the stent does not have radiopaque markers. H10: b5, d4 (expiry date: 12/2022), g3 h11: e1, h6 (device, method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.